Event description:
It was reported that the customer's blood glucose dropped to 45mg/dl following a threshold suspend on his insulin pump. Despite the paramedics being contacted, he treated himself. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.